Event description:
A call was received through technical services reporting the patient had received 4 inappropriate shocks. The rv (right ventricular) pacing impedance ranged from 500 - 2800 ohms, and there was reported failure to capture. Additional information provided reported the lead was found in the patient "pinched under the suture sleeve." High impedances and short intervals, indicating oversensing, were also noted. The lead was returned with report of fracture. It was observed that the lead was kinked where it had been sutured down. The physician cut off as much of the lead as possible, capped the rest, and replaced it. Information subsequently received from the patient's attorney alleges that the "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages..." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Other text : a call was received through technical services reporting the patient had received 4 inappropriate shocks. The rv (right ventricular) pacing impedance ranged from 500 - 2800 ohms, and there was reported failure to capture. Additional information provided reported the lead was found in the patient "pinched under the suture sleeve." High impedances and short intervals, indicating oversensing, were also noted. The lead was returned with report of fracture. It was observed that the lead was kinked where it had been sutured down. The physician cut off as much of the lead as possible, capped the rest, and replaced it. Information subsequently received from the patient's attorney alleges that the "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages..." No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications no conclusion can be drawn; capture, failure to impedance, high, kink lead(s), fracture of oversensing shock, inappropriate.